Manufacturer narrative:
The device was returned for analysis; however, the device evaluation is pending. At the completion of the investigation a supplemental report will be submitted with the analysis conclusion. The probable root cause of the event has not yet been identified. Manufacturer internal reference number: comp-(B)(4).

Event description:
A healthcare professional reported that the button/anchor is breaking off from a silent nite sleep device.

Event description:
A healthcare professional reported that the button is coming off from a silent nite sleep device. Per the report the healthcare provider did not observe any patient symptoms or permanent injury. It was reported that the patient did not discontinue the use of the device; the device was replaced with a similar product and no medical and or surgical procedures were required.

Manufacturer narrative:
Additional information was added to section b5. Device evaluation has been completed; following is the device analysis conclusion: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the reported product has not been returned to the complaint handling team to date therefore an analysis of the physical product could not be performed. Root cause description: the root cause could not be determined. A potential root cause is due to an incomplete curing which may have caused the anchor to break off. Another potential root cause is due to excessive bruxism as per the reported information, the patient has a history of bruxism. Manufacturer internal reference number: (B)(4).